Event description:
The user reported a sudden loss of hearing on (B)(6) 2021. Re-implantation is considered but delayed due to covid restrictions.

Manufacturer narrative:
Additional information: based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. Re-implantation is considered, but no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a sudden loss of hearing on (B)(4) 2021.